Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, the resection sheath, 24 fr, the ceramic distal tip was broken. The event occurred during set up/inspection prior to use. There were no reports of patient involvement.

Manufacturer narrative:
Correction is being made to previously submitted e3 - occupation and g4 - PMA/510(k) #. This supplemental report is being submitted to provide the results of the final investigation via 3rd party. The inspection confirmed the reported failure. Based on the results of the investigation, a definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.